Manufacturer narrative:
The reported field event of an lv set screw anomaly was verified in the laboratory and was caused by silicone, septum material observed inside of the lv ring set screw hex cavity. The silicone prevented full insertion of the torque driver into the set screw hex cavity.

Event description:
It was reported that during regular device replacement due to eri, it was difficult to remove the lv lead from header and there were difficulties with turning the set screw. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.